Manufacturer narrative:
In follow up with a medela clinician, the customer stated that after troubleshooting with customer service and using her replacement parts, she did not see any improvement in the suction of her pump in style breast pump. A replacement pump was sent to the customer, along with tips on increasing milk supply and information regarding clogged ducts. The customer responded that her replacement pump was working without issue and she was no longer experiencing any symptoms related to mastitis or clogged ducts.

Manufacturer narrative:
Troubleshooting was performed with the customer, including disassembling, inspecting, cleaning and reassembling components/accessories. During troubleshooting it was discovered that the membranes were not laying flat against the valves. No other damage noted. The customer was sent replacement parts. During follow up with the customer on (B)(6) 2017, she reported that she was diagnosed with mastitis, for which she was prescribed an antibiotic. As of the date of this report, the customer is still experiencing issues with suction and mastitis. A medela lactation consultant will work with the customer to help resolve the issues she is experiencing. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that her freestyle breast pump had low suction. She stated that she felt full and engorged.